Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed, that the cause was a faulty main board. Since deformation was observed, in the output connector part. It was determined, that it was damaged, due to an external force. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. The instruction manual identifies, the following related verbiage, which could have prevented the phenomenon: [important information: please read before use]: do not apply excessive force to this video system and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions of installation and connection]: never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was producing an intermittent image. A faulty printed circuit board was discovered and caused the reported imaging failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting an olympus video system demonstration device, it was discovered that the unit was producing an intermittent image. There was no patient involvement during this event.